Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigating is confirmed for fluid leak and fracture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604520ce implantable port allegedly experienced fluid leak. This information was received from one source. This malfunction does not involve patient. The patient's age, weight and gender were not provided.

Manufacturer narrative:
For the reported event, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604520ce implantable port allegedly experienced fluid leak. This information was received from one source. This malfunction does not involve patient. The patient's age, weight and gender were not provided.